Event description:
It was reported that a surgeon was placing a 2.7mm screw and the before the screw was fully tightened, the driver tip twisted into the screw head. Additional follow-up information identified that the driver tip was left in the screw head, but the case was able to be completed with another driver. There was a small delay in the case, but no further patient impact has been reported to-date. It was reported that the driver was in the reusable instrument tray and sterilized prior to the case via steam sterilization. The driver tip was inspected prior to the case wand was confirmed to look ok prior to use. A review of the device history record confirmed that the driver was single-use, sterile packaged and intended to be used as a single-use device. The device was, however, re-used by the facility. The driver was received after the case and inspected and the visual inspection of the driver confirmed the driver had twisted prior to breaking. Inspections of the length of the driver confirmed the driver tip had broke off with a measurable portion of the driver.